Manufacturer narrative:
Investigation results: visual inspection showed the silicone cold jaw boot was slightly discolored and the tri-heater assembly was lifted away from the hot jaw. The result from resistance measurement suggests that the micro switch is stuck in the open position. Upon power switch activation on the power supply, the device immediately self activated without the toggle switch on hemopro handle being activated. The reported complaint of device overheated was confirmed and was due to a defective micro switch on the hemopro device. A lot history record review was completed 3 months prior from the occurrence date because the lot # was unk. The lhr review did not reveal any non conformance reports, which could have contributed to this complaint. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro device overheated and the tip burned. It was not known if it occurred while in the pt. The hosp switched out both hemopro device and hemopro extension cable to complete the procedure. The hosp did not report any pt complications. The hosp claimed that it was the extension cable that caused the overheating which resulted in the hemopro device tip burnt; therefore, they had to replace both the cable and hemopro device. Based on the complaint received, the cable will be assessed as a reportable event and no malfunction reported for the hemopro device. This account does not track the amount of times the cable is sterilized. The IFU recommends "the extension cable can withstand 20 sterilization cycles on average before replacement may be required." The maquet sales rep discussed this IFU recommendation with this account. The hemopro device was received at maquet and upon qe investigation result on 8/21/09, the reported complaint of device overheated was due to a micro switch failure on the hemopro device. This is a reportable malfunction.